Event description:
It was reported that while performing a quality control test on a cadd-solis pump that the pump was failing the test, which the reporter believes is due to the administration set. The infusion was below the specification for volume accuracy. There was no patient involvement reported.

Manufacturer narrative:
One cadd administration set was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Four samples were received in decontaminated condition inside a plastic bag. Three of the samples received were returned without their original packaging, one sample was received with its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. During the visual inspection it was observed that the sample did not contain the blue clip. During the functional testing, water could pass through without problem, no discrepancies were detected when the pump was put into operation, no alarm was activated; thus, the failure mode is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested was successfully passed. No corrective action required as the complaint was not confirmed.